Event description:
N/a.

Manufacturer narrative:
Updated: b4, b6, b7, d4 (version or model number), d11, g4, g7, h2, h10, h11. Corrected: b5, d1. A getinge field service engineer (fse) was dispatched to investigate. To resolve the reported issue, the customer was provided with a replacement ECG cable/lead wires. Of note, the customer continued to use the iabp unit involved with ECG cable from other iabp units at the customer site, pending receipt of the replacement ECG cable. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, and during a routine maintenance visit, the cs300 intra-aortic balloon pump (iabp) had a broken ECG lead wire cable. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse found the yellow clips of the ECG cable lead wire to be broken. The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided. Notwithstanding, a preventative maintenance (pm) service was performed by a getinge field service engineer (fse), and the unit passed functional and safety checks to meet factory specifications. As part of the pm service, the fse replaced the batteries, sealed lead acid,12v and safety disk. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had a broken ECG lead wire cable. There was no patient involvement, and no adverse event reported.